Manufacturer narrative:
Review of received information and logs: review of the provided device logs confirmed occurrence of the reported issue on the date of the event. Troubleshooting of the issue is still ongoing, therefore further information was requested, but not yet received. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on (B)(6) 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high and low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).